Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unknown/ unknown shell/ /lot # unknown.

Event description:
It was reported that during a revision procedure, the head and liner were removed and upon reinsertion of the new liner it would not seat. After several unsuccessful attempts to seat the liner a new one was opened and it seated on the first attempt. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual examination of the device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One g7 hi-wall e1 liner 36mm f was returned and evaluated. Upon visual inspection there is a hemispherical indentation on the outside diameter and damage visible to the scallops of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.